Event description:
Physician was using probe in pt's knee during arthroscopy and noticed probe tip looked different. Removed probe from knee examined & found tip to be broken. Using scope equipment, found broken piece in knee & retrieved it without difficulty.